Event description:
A viabahn endoprosthesis #vb 100502 was implanted im my wife in 2007, with the rep present in the or. The doctor thought everything was ok, but my wife bled to death 2 hours after leaving the operating table. Dr is currently involved in a national stent trial. I wonder if the stent was not the approved vb100502, but a more advanced stent actually in trial. I was not advised of a trial, experiment or that the rep would be in the or. I personally think that something unusual with the experimental stent caused my wife to die.